Event description:
Facility reported pediatric patient had previously been playing with his IV pump, so had a sitter assigned. Patient opened the pump door and broke off both sears. States there was free flow for a few minutes before it was noticed. Infusion of heparin 25, 000u/250 ml was hung at 4 am to infuse at 150u/kg/day, or 1860 u/day. Event reported to pharmacist around 10:30 am, but staff unsure exactly when event occurred; stat ptt and pt done to check patient's condition and try to ascertain how much infused. Ptt was over 200 and pt over 100. Gave protamine 45 mg over 1 hour and repeat ptt was 38.3, pt was 14.5. No evidence of bleeding or other adverse outcome. Unsure if device alarmed. Biomed tested device and stated it alarmed as expected as soon as the door was opened. Patient has had transplant as planned and had no long term adverse effect related to the overinfusion. Event logs and device requested multiple times, but biomed states he knows the child broke the sears and does not see any benefit to sending device for further evaluation by cardinal health. Follow-up report will be filed if device is received in the future.

Manufacturer narrative:
Patient information requested and all available information is included.